Event description:
Plaintiff alleges the development of type-1 latex allergy as a direct and proximate result of her exposure to latex gloves. She alleges suffering from hand and body sores, hand dermatitis, hives, wheezing, runny eyes and nose, shortness of breath and anaphylaxis. Plaintiff's husband, alleges loss of consortium of his wife.